Event description:
It was reported that the balloon became stuck on the guide extension catheter and the guide extension catheter shaft detached. A 6fr guidezilla ii guide extension catheter and a 3.0mm x 220mm x 150cm coyote balloon catheter were selected for use for a pain old balloon angioplasty (poba) procedure. Vascular access was obtained with contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The guidezilla was protruding from the guide catheter over 15cm during the procedure. Poba was performed using the coyote balloon catheter, inflating the balloon twice at 8atm. After poba, the balloon could not be removed from the guidezilla. Upon trying to remove the guidezilla, the shaft became detached at the collar. The physician thought the balloon may not have been rewrapped fully or properly, causing the balloon to become stuck with the guidezilla shaft. The separated distal shaft was then removed with the coyote together. The balloon was did not appear to be ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter still in the distal section of a guidezilla ii. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The two devices were lightly pulled, and they separated with ease. Visual examination revealed multiple minor kinks to the inflation lumen. Microscopic examination revealed a pinhole 21.9cm from the tip. There is blood present in the guidewire lumen, inflation lumen and balloon. The balloon is loosely folded. There is no indication the device was inflated over rbp. The photos provided by the customer was reviewed by cis investigator. Photo 1 from the customer appears to just be a photo of the two devices stuck together because that is how the devices look like when received by cis investigator. Photo 2 from the customer appears to be a photo of the tip of the device. No abnormalities noticed in the photo and during investigation. Photo 3 and 4 from the customer appear to be different angles of where the guidezilla ii separated. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon became stuck on the guide extension catheter and the guide extension catheter shaft detached. A 6fr guidezilla ii guide extension catheter and a 3.0mm x 220mm x 150cm coyote balloon catheter were selected for use for a pain old balloon angioplasty (poba) procedure. Vascular access was obtained with contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The guidezilla was protruding from the guide catheter over 15cm during the procedure. Poba was performed using the coyote balloon catheter, inflating the balloon twice at 8atm. After poba, the balloon could not be removed from the guidezilla. Upon trying to remove the guidezilla, the shaft became detached at the collar. The physician thought the balloon may not have been rewrapped fully or properly, causing the balloon to become stuck with the guidezilla shaft. The separated distal shaft was then removed with the coyote together. The balloon was did not appear to be ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was good.